Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that the doctor opened the device packaging of an enterprise2 4mmx23mm vascular reconstruction device (encr402312, 9185297) and removed the device from dispenser hoop, it was found that the stent was detached from the delivery wire. The device was not used in the patient. The doctor switched to a new stent to complete the surgery. There was no patient injury reported. Additional event information received on 26-sep-2025 indicated that besides the reported premature detachment, there was no other physical damage noted on the stent/stent delivery system. The replacement stent was another enterprise2 4mmx23mm® vascular reconstruction device. The event did not result in a clinically significant delay in the procedure.